Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit and failed batt test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. Unit had cracked battery tube threads, broken reservoir tube lip, corroded battery tube. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was not able to rewind. Drive support cap was normal. The insulin pump will be returned for analysis.